Manufacturer narrative:
Analysis was performed by a remote service engineer (rse) which included troubleshooting over the phone. The customer was instructed to pull the clinical audit trail to verify inops were logged and alerts sounded. The customer confirmed they could see entries for the ECG leads off with inop sound that correlates with each entry. It was also noted that alarms sounds were heard in the background over the phone. The rse recommended the customer use a simulator to see if they can replicate the issue and respond back with results. The rse was not able to capture the configuration/settings as the time of the call and the logs were not retained. Good faith effort was completed to follow up with the customer for test results and additional information; however, there was no response. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the ECG leads off inop alarms are not sounding at the picix. They can see the alarm banner but cannot hear them. The device was in use on a patient at time of event; there was no adverse event reported.